Event description:
It was reported that dislodgment was noted on the patient¿s right atrial (ra) lead and was confirmed via x-ray. The physician elected to do a revision on the ra lead. During the revision, despite trying different positions and different stylets, the stylet was not able to go all the way into the lead. After the lead got positioned, the helix was not extending. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.